Event description:
It was reported that the patient underwent surgery due to 12th thoracic vertebra burst fracture. During the surgery, there were six screws found slipped and could not be used anymore. The surgeon had to change to another one to complete the surgery. The products came in contact with the patient. The patient¿s current status is normal.

Manufacturer narrative:
(B)(4). The device is returned to the manufacturer for evaluation but evaluation not yet completed.

Manufacturer narrative:
Product analysis:optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. (B)(4).